Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother and father reported via phone call that the customer was hospitalized due unexplained hyperglycemia as well as diabetic ketoacidosis as well as flu on (B)(6) 2019. Customer¿s blood glucose level was over 600 mg/dl. Customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous insulin for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer reports they performed the self-test and test results insulin pump passed test. The insulin pump will not be returned for analysis.